Event description:
Additional information received. The physician extended the left iliac limb with a 24x24x82 to the hypogastric artery. There was once again no visible endoleak with angiography. There was a branch off the left hypogastric that filled the ima, but it didn¿t appear to feed the aneurysm sac.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient¿s aneurysm initially shrunk in follow up CT scans. The most recent scan showed sac enlargement but no evident type I endoleak. The aneurysm is currently 75 mm in diameter. A type ii endoleak was suspected and the patient was brought in for an angiogram. The angiogram showed no evident types I or type ii endoleak. The bifurcated graft is where it was originally placed below an accessory renal. The 2 main renal arteries are 1 cm above that. The neck below the accessory renal appears to have dilated and there is only about 6mm of seal below the graft. The physician plans to cover the accessory renal and use a cuff up to the main renals. The physician also plans to extend the left common iliac stent which has a 3 cm seal, but is 4cm above the hypo. The physician is doing this in case there is a type ia or ib endoleak that isn't visualized. The patient has not been treated and is being monitored by the physician. No clinical sequelae were reported and the patient is fine. The physician stated the event was related to the procedure.

Event description:
A review of cta¿s from 3 years post-implant revealed that the endurant bifurcate was positioned approximately 5mm below the lowest right renal artery. The patient had both a left and right accessory renal artery approximately 1cm above the covered portion of the bifurcate. The current proximal stent graft od and neck ID is 28mm, and 1cm lower the neck ID is 31mm with no stent graft apposition. No calcification is seen and the neck appears mildly angulated in the a-p. The max diameter aaa measures 8.8cm (a-p) the ipsi limb is positioned within the right common iliac artery; the distal limb od measures 22mm. The contra limb is positioned within the left common iliac artery; the distal limb od measures 21mm. Both limbs are patent and no stent graft compression or kinks are seen. No visible endoleak is seen. The cause of the aneurysm expansion could not be determined from the films provided. Earlier follow-up images were not available for return. It is possible that there may have been disease progression there is currently minimal diameter apposition and the proximal seal length is also <(><<)>1cm ; however, no proximal type I endoleak could be seen. Films during the recent intervention were not available for review. The patient is being monitored by the physician.

Manufacturer narrative:
(B)(4)